Manufacturer narrative:
No lot number information was provided for evaluation. One used stent was received broken into three pieces. An irregular cut was observed at the areas where the stent was broken and calcification was detected along the length of the stent. The stent is manufactured according to a validated process and no manufacturing deficiencies were found that could have contributed to the breakage of the stent. The stents are tensile tested in two steps of the manufacturing process: before punching the eyes of the stent and after the eyes are punched. A review of the internal rejects history for one year found no rejections related to stent breakage. In the precautions section of the instructions for use, the following is listed: "choice of stent size and duration of indwelling time are at the discretion of the physician. All stents may be subject to varying degrees of encrustation when placed in the urinary tract. Periodic checks of the stent by cystoscopic and/or radiographic means are recommended. When, at any time during indwelling duration, encrustation is of sufficient severity that there is potential of occlusion of the stent or the patient experiences pain or discomfort which the physician determines to be associated with the presence of the stent, or if there is indication of infection, the stent should be removed and replaced if pt condition permits. Care should be exercised when removing the stent so as not to cause tearing or fragmentation. Based on the event description and the sample condition, it can be concluded that the attempt to remove the bladder stones that were adhered to the stent resulted in fragmentation of the stent.

Event description:
It was reported that a ureteral stent was placed into a male patient who had received eswl procedure. When the patient went back for follow up after 75 days since stent implantation, it was found that there were many stones attached to the bladder end of stent. The patient was sent to or for stones retrieval via metal forceps through a cystoscope. However, the proximal-bladder end of the stent fractured during the removal process. The stent broke again and could not be retrieved by cystoscope since the broken line is above the ureteral-vesicle junction. The stent was removed by ureteroscopy one week after the cystoscopy, and the patient was under spinal anesthesia. Ureteroscopy exam also revealed there was no residual stone on stent or in the collecting system. No further complications were reported.